Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices are not being returned, they were discarded and therefore are unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during a shoulder procedure, four (4) of the customer's bio knotless plus w/ortho anchors broke during insertion. Nothing was left in the patient. They opened a fifth anchor package to complete the procedure. There were no patient consequences. The facility discarded the devices. The sales representative stated he was not present. Please see also medwatch reports: 1221934-2018-52325, 1221934-2018-52324 and 1221934-2018-52322.